Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, explanted: 2001-(B)(6), product type lead product ID neu_unknown_ext, explanted: 2001-(B)(6), product type extension. (B)(4).

Event description:
It was reported that both lead and extension were explanted and replaced due to an unknown lead/extension issue. Patient status at time of this report was noted as alive with no injury/no adverse event. Actions required as a result of the event were stated as reprogramming. There were no patient symptoms/injuries related to this event. Five and a half weeks later it was reported that the symptoms were "not receiving any stimulation from the previous lead/extension." X-ray was completed to understand the cause of the event which resulted in reprogramming. Device troubleshooting consisted of lead and extension replacement. After replacement, the patient had an effective therapy for an unknown period of time, then the therapy became less effective. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.